Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5: describe event or problem - additional information. H2: type of follow up-additional information. D4: additional device information-additional information. G6: report type ¿ updated/follow-up.

Event description:
Subsequent to the initial MDR, additional information has been received.